Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced an increase in thresholds and an increase in impedance five days after implant. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.